Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle was slightly interrupted, weakened and worn at the insertion section due to a component failure of light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited interrupted, weakened and worn light guide bundle at the insertion section, component failure of the light guide bundle, the switch cable of universal cord has malfunction and component failure of the universal cord. There was no patient involvement.